Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2018, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: product type lead product ID 97714 lot# serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025. Product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-22 additional information was received from the rep. The rep reported the physician's office notified them on (B)(6) 2025 that the device was being replaced. The rep stated the patient reported they started noticing the loss of stimulation and return of pain slowly over the last few months (end of 2024 and beginning of 2025, specific date was asked but unknown). The rep was provided this information by the pt on (B)(6) 2025. The rep provided the tracking number for the return shipment of the ins for analysis, which indicates the ins will arrive in minneapolis on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018. Product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018. Product type lead product ID 97714 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-apr-2022, UDI#:(B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 01-may-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that within the last 2 years the pt had experienced a decrease in stimulation and return of pain to their right back and right leg. It was noted that the pt had not met with a manufacturer representative (rep) during those two years. The patient denied having any falls, so the cause of the stimulation issue was not determined. The rep noted the implanted neurostimulator (ins) had reached the end replacement indicator (eri), so the ins was replaced on (B)(6) 2025. On the date of the ins replacement, impedances were determined to be high (a red x was observed) on contacts 0-7 with all values >10,000 ohms. During the surgery the physician cleaned the lead. The physician declined to revise the leads during this surgery. After the surgery, impedances were checked again and all contacts on the 0-7 lead remained high (>36 ,000 ohms), but contact 5 was the only contact showing a red x. As of (B)(6) 2025, there were no plans to revise the lead. Reprogramming using the 8-15 lead resolved the stimulation issue. The hospital had possession of the ins and the rep noted the ins would be returned for analysis.

Event description:
The rep reported that the hcp attempted a lead revision due to the patient not getting relief and previously reported impedances. The hcp discovered some fraying of one of the leads. The hcp dissected to expose the lead anchors and noted that one of the leads had sheared off at the anchor site. The second lead and proximal segment of the damaged lead were removed. The hcp noted that encapsulation of the proximal portion of the lead and the frayed appearance indicated that the lead had been damaged for some time. The hcp was not able to retrieve/explant the distal end of the damaged lead. The battery was replaced, after plugging both of the lead holes. The hcp reported they will refer patient to neurosurgeon for lead removal/replacement procedure. The rep noted they are returning the broken lead for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 97714 analysis: pli 10: 977a260 serial #(B)(6) upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis identified that there was a break in the insulation under the connector at the proximal end of the lead; consistent with explant damage. Analysis identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. Pli 20: 977a260 serial # (B)(6) analysis identified that the 0-7 conductor(s) were broken near the injex bumpy anchor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had a successful revision surgery. The doctor was able to retrieve fractured lead remnant without laminectomy. The doctor then replaced battery and two new thoracic percutaneous leads without complication.

Manufacturer narrative:
Continuation of d10: product ID 97791 lot# serial# unknown: product type accessory product ID 97791 lot# serial# unknown: product type accessory product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018: product type lead product ID 97714 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2025 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they had their (restore) implant battery replaced in april, they think, because it wasn't holding a charge. Patient also reported that the leads were frayed and twisted really bad in their spine, so hcp referred them to a neurosurgeon. Patient had procedure with neurosurgeon on (B)(6) 2025 for a whole new system replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.